Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed, foreign material came out of the nozzle. This was likely, due to the device not being completely reprocessed, prior to returning to olympus. The following is included in the device instructions for use (IFU): that detection method in evis exera ii gif/cf/pcf, type 180 series, operation manual, chapter 3: preparation and inspection. That preventive measure in evis exera ii gif/cf/pcf, type 180 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material clogged in the nozzle. There were no reports of patient involvement.